Event description:
It was reported that the customer received a battery out limit alarm. Customer could not clear the alarm due to the buttons on the insulin pump being unresponsive. Customer's blood glucose level at the time 79mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to corroded keypad traces. No battery out limit alarms noted. Unit received with stripped battery cap coin slot, minor scratches on lcd window and broken belt clip slot.